Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon device interrogation, the right ventricular lead exhibited noise. Review of the electrograms revealed multiple recorded episodes of high ventricular rate electrograms since (B)(6) 2015. The physician elected to take no action at this time and the patient would be monitored remotely via merlin.net. The patient was in stable condition.